Event description:
In february, 1999, a journal article was published documenting the explant and replacement of an intraocular lens. The initial cataract surgery was performed on 03/30/1995. A yag procedure was performed on 04/18/1995 due to posterior capsular opacification (pco). In october, the pt began to complain of glare at night. The intraocular lens was removed eight months after the initial surgery (02/14/1996) due to unexpected post operative refraction and glare disorder.